Event description:
In 2008, the patient reported she has experiencing air bubbles in the insulin cartridge of her infusion device for the past month. She stated the bubbles appear sometimes while she is filling the cartridge and at other times appear a couple of hours after inserting the cartridge. She said she uses room temperature insulin to fill the cartridge and attaches the adapter and tubing to the cartridge prior to insertion. The patient was advised to adjust the piston rod after inserting the cartridge. She stated she filled her cartridge this morning and currently has several little bubbles and 1 larger air bubble in the cartridge. The patient was assisted in priming out the small bubbles but the larger bubble remained. The patient was instructed to remove the cartridge and try to get the bubble to the center so she could prime it out but was unable to do so. Additional training was offered to the patient but she stated she wanted to try adjusting the piston rod first. Further attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.